Event description:
The complaint is reported as: ten days after insertion, one of the extension lines was found torn while in use on a patient. The luer hub had detached from the extension line of the distal lumen. The catheter was replaced. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-l cvc for evaluation. Visual inspection revealed the distal extension line had become separated just adjacent to the luer hub. Remains of the extension line were found inside the luer hub. The points of separation were rough and jagged. The total length of the catheter body measured to be 270 mm which is within specifications of 257-277 mm per product drawing. The outer diameter of the distal lumen measured to be 1.70 mm which is within specifications of 1.68-1.78 mm per product drawing. The inner diameter of the distal lumen measured to be 1.14 mm which is within specifications of 1.14-1.24 mm per product drawing. This indicates that the wall thickness measured within specifications. No leaks or blockages were detected in the other lumens when flushed with a water-filled lab inventory syringe. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested.". The report of an extension line/luer hub separation was confirmed through the complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. The catheter and distal extension line met all relevant dimensional requirements and a device history record review did not reveal any relevant findings. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: ten days after insertion, one of the extension lines was found torn while in use on a patient. The luer hub had detached from the extentsion line of the distal lumen. The catheter was replaced. No patient injury or complication reported. The patient's condition is reported as fine.